Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete seal. The patient was on clopidogrel and aspirin following implant. At the 45-day follow-up transesophageal echo (tee) a device related thrombus was discovered on the edge of the device located in the area of a limbus gutter. No patient adverse events were found in association with this finding. The patient's clopidogrel was stopped and they were prescribed apixaban and aspirin for 2-3 months and will have another tee performed to see if the issue has resolved.